Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out and protrudes above the outer surface of the main tube. The fenestrated bipolar forceps was placed and driven on an in-house system. The instrument passed recognition and engagement but failed electrical continuity and energy delivery tests. The instrument moved intuitively with the full range of motion in all directions. The grip opened and closed properly. No signs of thermal damage were observed. The conductor wire insulation was damaged at the distal end. The wires were exposed and continuous. There was no thermal damage and no missing material.